Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: pressure wire x, guide cath: profit 6f fl 3.5. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture confirmed. The reported difficulty to deploy the stent could not be tested due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 75% stenosed lesion in the distal left anterior descending artery with no calcification. Following pre-dilatation, a 2.5x23mm xience sierra stent was being deployed; however, the balloon ruptured during the first inflation at 9 atmospheres. Post-dilatation with a 2.5x12mm non-abbott balloon catheter was performed to successfully deploy the stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.